Manufacturer narrative:
(B)(4). G2: foreign: germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preoperative setup, the package was observed to be torn on the upper half of the lid, and the device could not be opened in a sterile manner. The device was not used. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual evaluation of the provided photo and returned product found the tyvek has delaminated upon opening the sterile packaging. The failure is not considered a breach of sterility. Event has been confirmed by review of complaint sample. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event can be attributed to a manufacturing issue. Internal actions have been initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.